Manufacturer narrative:
The reported event of helix damage was confirmed. A complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination found the helix was bent consistent with procedural damage. The cause of the reported event was due to procedural damage.

Manufacturer narrative:
Correction- section d9: the date returned to manufacturer was 13 jun 2025, instead of 04 jun 2025.

Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead was damaged. The rv lead was not used. The patient was in stable condition.